Event description:
The reporter stated the surgeon used a micl12.1mm implantable collamer lens. The surgeon noticed the lens was not unfolding properly as the lens was partially inserted into the patient's eye. The surgeon also noticed the lens was damaged. The surgeon decided not to use the lens and used the backup lens. There was no patient injury.

Manufacturer narrative:
(B) (4): evaluation results - (other) visual inspection of the returned product found piece of haptic torn off and missing. There was evidence of dark surgical residue. A lens work order search was performed and one similar complaint found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation. (B) (4).